Manufacturer narrative:
When reviewing reportable events for this type of issues we were able to establish that received incident is the sixth one registered in getinge complaint handling systems during last 5 years for issues where unexpected steam leak from a getinge device occurred. All of them were decided to be reportable to competent authorities based on the potential for injury, in none a serious injury or worse occurred. On 8th may, 2019 getinge became aware about an issue with one of the washer disinfector: 9027. The unit was manufactured on (B)(6) 2017 and installed on (B)(6) 2017. The information collected to date and as a result of the performed investigation allowed us to establish that a a03 slow drain alarm was triggered, which means that chamber water level h was still activated after 5 min of draining. The device labeling is providing possible causes of that alarm being triggered, however after evaluation performed by getinge technician no malfunction could be confirmed. Additionally, the device manual is instructing the operator which actions should be performed to correct the situation and those do not require an opening of the door. In summary, the most likely root cause of situation occurrence is related to activities performed by customer technician which were not in line with steps given as part of the instruction of service manual. When the alarm occurred, the qualified personnel should follow the instruction which does not require opening of the door, thus even if the steam is cumulated in the chamber, there would be no chance for the external leak and, consequently, triggering a fire alarm. When the event occurred, the device did not meet its specification (because of the actions of the customer technician who didn¿t follow the instructions from service manual and opened the door manually when the hot steam was still in chamber) and it contributed to event. Upon the event occurrence the device was not being used for patient treatment. We currently do not have any information that would warrant further action towards the device manufacturing or devices on the market, however getinge will continue to monitor the customer experiences with the device for any future information (because of the actions of the customer technician who didn¿t follow the instructions from service manual and opened the door manually when the hot steam was still in chamber).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is sill being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is being investigated by manufacturing site. Device not returned to the manufacturer.

Event description:
On (B)(6) 2019 getinge became aware about an issue with one of the washer disinfector- 9027 model number. It was stated by the customer, after the cycle was aborted and the unit was reset by customer technician and the door was opened, the steam leaked into the room leading to facility fire alarm activation. There was no injury reported, however it was decided to report this issue in abundance of caution as any unexpected steam leak from parts available for the customer might cause an injury.